Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately erratic compared to the same meter. The patient reported blood glucose results of "415 mg/dl" and "159 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 11/16/2012)-device evaluation: lifescan received the meter and test strips involved with the complaint and completed device evaluation on (B)(4) 2012 and (B)(4) 2012, respectively. The returned meter and test strips passed testing. The alleged complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.